Event description:
In 2002 the end-user called medtronic minimed and stated that it had bent cannulas with high bg's. In 03/2003 maersk medical a/s received the complaint and 2 unused sets, 2 used sets.